Event description:
Same case as MDR ID#: 2134265-2014-00154. It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (mid lad) which was 24mm long with a reference vessel diameter of 2.5mm. Pre-dilation was performed, but the non-bsc balloon was not expanded well. A 2.50x24mm omega stent was advanced, but failed to cross the lesion and was deformed. Then a second 2.50x24mm omega stent was advanced, but also failed to cross the lesion and was deformed. Thus a microcatheter was used to add support and the procedure was completed with a third 2.50x24mm omega stent. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).